Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a defective air and water supply on the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was a foreign object inside the nozzle due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, the light guide lens had discoloration, the objective lens had discoloration, the protector of universal cord on scope connector side had discoloration, the paint on air/water-cylinder was peeled, the control unit had discoloration, the electrical connector had discoloration due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on bending section cover had a chip, due to damage on up/down knob, the up/down knob does not move smoothly, due to wear on angle wire, angulation skips during angulation in ud directions, due to wear of angle wire, the play of up/down knob was out of the standard value, the connecting tube had discoloration, and the plastic distal end cover, the protector of universal cord on control section side, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the connecting tube, the switch box, the scope connector, the universal cord, the grip, the control unit, the scope connector, all had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.